Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable cardioverter defibrillator 2011 (B)(6); 4196 implantable pacing lead 2011 (B)(4); 4592 implantable pacing lead 2009 (B)(6). (B)(4).

Event description:
It was reported that the patient heard an alarm. A lead integrity warning had been triggered due to oversensing of noise on the right ventricular lead. The noise was not reproducible during an office visit. The patient was thought to be in a hot tub while the oversensing was occurring. The lead remains in use. No patient complications have been reported as a result of this event.